Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device, once the investigation is complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the receptacle on the unit was burnt. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. During visual inspection, the power flex circuit was damaged with a burnt lemo connector jp4. Vyaire medical replaced the power flex circuit to address the customer's reported issue.